Manufacturer narrative:
H3. Product analysis: ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex shield braid and partial segment of phenom 27 catheter were returned for analysis within shipping box; and within a plastic pouch. The pipeline flex shield was returned outside the phenom 27 catheter. The pipeline flex shield pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends was found to be fully opened and damaged. In addition, the middle section of braid was found to be fully opened and no damage. No flash or voids molded were observed in the hub. The phenom 27 catheter was returned cut into pieces by the customer and missing segments was not returned for analysis. The catheter distal tip and marker band were examined, and no damage was found. No other anomalies were observed. ¿testing/analysis: the total length of phenom 27 catheter was measured to be ~31.5cm. ¿ conclusion: based on the analysis findings, the pipeline vantage shield was not confirmed to have failure to open at middle section as the middle section of the braid was found to be fully opened and no damage. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield stent that was damaged and failed to open in the middle. The patient was undergoing a procedure via right femoral access for flow diversion treatment of an aneurysm. The aneurysm max diameter was 7.7mm and the neck diameter was 6mm. Patient vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline and all accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). During stent deployment, the tip end of the stent was damaged, and the middle section could not be opened. The pipeline was removed and replaced to complete the procedure successfully. There was no harm or injury to the patient. Post-procedure angiography showed contrast agent retention in the aneurysm.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 229103331); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that 70% of the pipeline was deployed when the failure to open was observed. The pipeline had been placed in a vessel bend when it failed to open. It was also retrieved and opened on the m2 straight section, and it was found that it could not be opened, either. The physician tried other steps, such as increasing or decreasing tension, overall swinging, etc., but didn't use any other device. The pipeline was resheathed once. There was no resistance/friction during delivery or positioning of the pipeline. The phenom catheter was scrapped stent was removed after surgery. In order to check the tip end of the stent, phenom27 was cut off with surgical forceps on the foundation of scrap to observe whether there was any problem with the scrapped stent. No catheter issue was identified.